Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited out of range shock impedance measurements. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) system displayed high out of range right ventricular (rv) shock impedances of 125 ohms. No further information was provided. At this time, this rv lead remains in service and there were no adverse patient effects reported.